Manufacturer narrative:
(B)(4). Concomitant medical products - versys ld/fx pressfit # 00783401300 lot # 60213009, cocr heads # 00801802802 lot # 60224808, pe bipolar liners # 00500104728 lot # 75246500. Multiple MDR's were submitted for this event. Please see report(s): 0002648920 - 2018 - 00054, 0001822565 - 2018 - 00523, 0001822565 - 2018 - 00519. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient is experiencing extreme pain, itching, swelling, hot to the touch, instability, metal poisoning and hip "feels like sandpaper" approximately 13 years post-implantation of left total hip arthroplasty. It is also noted that the patient is experiencing an open wound infection on left leg that occurred greater than one year post op. Attempts have been made and no further information is available at this time.